Event description:
The following information wa reported to kci by the patient's daughter: the patient was only on v.a.c. Therapy for 3 hours and it caused her to bleed so much she had to be taken to the hospital. The physician was adamant to place v.a.c. Therapy and that every time it was placed the patient's blood pressure would drop an the patient would code. The patient subsequently expired. No additional information is available at this time.

Manufacturer narrative:
Based on additional information received indicating kci products were not in use at the time of the patient's death on (B)(6) 2014 the report has been corrected reflect the allegation of a serious bleeding event and hospitalization. Correction: type of report from 10 day to 30 day. Based on the additional information obtained from the device evaluation and clinical notes dated (B)(6) 2014, there is no evidence to suggest the alleged death is related to v.a.c. Therapy; however kci has been unable to determine if there was an adverse bleeding event that may have required surgical intervention. See scanned pages.

Manufacturer narrative:
Correction: initial MDR-(B)(4) reported patient as death.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the patient expiring is related to v.a.c. Therapy. There have been several attempts made to gather additional information related to the event, but there has been response. No additional information has been provided to date.